Event description:
This lead was implanted on (B)(6) 2003 and remains implanted. It was noted with poor sensing and threshold numbers and was programmed aai awhile back. On (B)(6) 2011 it was called in to technical services that he is now having atrial tachy detection episodes that are being stored. Dr. (B)(6) at (B)(6) is looking at reprogramming again. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).